Event description:
Customer reported experiencing intermittent low blood levels displayed as "low"; however, specific value was not provided. Cause was not known, and it was confirmed that the control-iq feature was active during these events. Reported, the customer¿s vison ¿goes¿ when she experiences a low bg. The customer consumed carbohydrates and glucose tablets as a corrective action. Technical support directed her to consult with a healthcare professional for further evaluation.